Manufacturer narrative:
(B)(4). The physical device involved in this complaint has not been received by the manufacturer at the time of this report. Visual inspection was conducted of photos submitted with the complaint. Photo 1 shows a device in packaging. In photos 3 and 4, damage to the tubing component of the device can be appreciated, however the damage cannot be perceived clearly from the photo. Such damage cannot be noted in the photo 2. The device sample involved is necessary to perform a better inspection in order to determine damage in tubing and perform the functional test applicable. The device history record (DHR) was reviewed and no issues or discrepancies were found which could potentially relate to this compla int. The DHR shows that the product was assembled and inspected according to our specifications. Physical sample is necessary to conduct a proper and thorough investigation to confirm the alleged defect, to determinate the root c ause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the photos received since they are not clear enough. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "doctor in (B)(6) found the small volume nebulizers tube burst." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. During the visual inspection, it was revealed that one end of the tubing had burst. Functional testing was also performed and no issues were encountered. Although the received sample was found with damage on the tube there is not sufficient evidence to assure this burst on the tubing was originated during the manufacturing process. The root cause for the condition reported could not be identified. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "doctor in first hospital of (B)(6) university found the small volume nebulizers tube burst." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".